Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had received a critical pump error alarm. The customer¿s blood glucose level was unknown. The customer reports they received a critical pump error image on the pump screen. Troubleshooting was performed for critical pump error alarm. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error noted. However, unit received with corroded electronic assemblies. Unit received with minor scratches on case, cracked select button keypad overlay, pillowing keypad overlay, cracked case (battery tube), cracked retainer and minor scratches on lcd window.